Manufacturer narrative:
Reported event: mps reported camera intermittent failure to pick the array signal. Device inspection: no device inspection could be completed as the product was not available for evaluation. Device history review: a review of device history records shows that on 01/31/2017 1 device was inspected and 1 device was placed on: qt 17-01-0087, 17-01-0104, 17-01-0095, 17-01-0096. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history: a review of complaints in catsweb and trackwise related to the camera, polaris spectra, catalog #: 207335 shows no additional complaints related to the failure in this investigation. Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. Further action: none at this time.

Event description:
Camera intermittent failure to pick the array signal update: "almost 30 minutes delay in surgery", tha. Surgery got delayed because of poor sensation of camera.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Camera intermittent failure to pick the array signal update: "almost 30 minutes delay in surgery", tha. Surgery got delayed because of poor sensation of camera.